Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and initially, it seemed that the malfunction code reappeared. However, upon review, it was clarified that the code did not recur, and the customer was instructed to continue using the pump with the understanding to call back if the issue reappeared. The problem was resolved without needing a pump replacement.